Manufacturer narrative:
Follow up information received on 04-mar-2016: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this spontaneous and medically confirmed case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and the device migrated into the abdomen and it was removed laparoscopically. This event, seen as device dislocation, is serious due to medical importance and listed in the reference safety information for essure. During essure use, there is a risk the device could move out of fallopian tubes towards to peritoneal cavity. Although the exact date and mechanism of this dislocation have not been provided, considering its nature, the reported event is assessed as related to essure use and since an intervention was required to remove the devices, this case is regarded as incident. According to product technical complaint, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician in united states on 24-nov-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 for contraception. Reporter stated the essure device migrated into the abdomen and patient presented with pain and it was removed laparoscopically. Company causality comment: this spontaneous and medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and the device migrated into the abdomen and it was removed laparoscopically. This event, seen as device dislocation, is serious due to medical importance and listed in the reference safety information for essure. During essure use, there is a risk the device could move out of fallopian tubes towards to peritoneal cavity. Although the exact date and mechanism o this dislocation have not been provided, considering its nature, the reported event is assessed as related to essure use and since an intervention was required to remove the devices, this case is regarded as incident. Further information and technical assessment have been requested.

Manufacturer narrative:
Ptc investigation result was received on 25-jan-2016. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Company causality comment: this spontaneous and medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and the device migrated into the abdomen and it was removed laparoscopically. This event, seen as device dislocation, is serious due to medical importance and listed in the reference safety information for essure. During essure use, there is a risk the device could move out of fallopian tubes towards to peritoneal cavity. Although the exact date and mechanism o this dislocation have not been provided, considering its nature, the reported event is assessed as related to essure use and since an intervention was required to remove the devices, this case is regarded as incident. According to product technical complaint, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Further information is expected.